Event description:
(B)(4). It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 90% stenosed bifurcated target lesion being treated located in the proximal left circumflex (cx) was 3mm in diameter and 18mm long. The lesion was treated with predilation and placement of a 3.5x24mm taxus element stent. Residual stenosis was 0%. During the index procedure, the 3.0x20mm apex balloon ruptured. The widening was completed with another high pressure balloon. Two days post procedure a cardiac enzyme elevation noted was consistent with protocol definition of myocardial infarction. Per the physician th myocardial infarction was not related to the taxus element stent. The event was considered resolved without residual effects and the patient was discharged 1 day later on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier - (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).